Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump when into threshold suspend. Sensor reading was in the 40 or 50 mg/dl range and blood glucose was 120 mg/dl. Customer declined troubleshooting. No further information reported.